Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the returned device found the tip of the driver to be broken at approximately 45 degrees, representative of a torsional failure. It's possible the observed damage was caused by excessive force or torque on the driver tip in very hard bone. Additionally, using the driver without prepping the space with the provided instrumentation prior to insertion could have contributed. However, the exact cause of the reported issue cannot be determined.

Event description:
It was reported that the driver tip sheared off leaving a fragment lodged in the screw socket. The surgeon did not remove the fragment and it remains in the patient.